Manufacturer narrative:
Insulin pump received with intermittent button response due to moisture damage on keypad traces. No button error alarms noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that buttons had to pressed four to five times in order to respond. Customer's blood glucose was unknown. Insulin pump will be replaced.